Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1100 mg/dl, "loss of memory", "vision depreciation", and "coma"; cause was not known. Customer went to the hospital via ambulance and was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later with the issue resolved. The customer continued to use the pump for insulin therapy. Date of event is approximate.